Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. White powder could not be confirmed. The grasping surface of the subject device was worn. As the result of checking the manufacturing record of the subject device, there was no abnormal detected. Based on the similar cases in the past, the grasping surface might be worn since the subject device was activated output while the user grasped nothing. Also, omsc assumed that the reported white powders were the scattered fragments of the grasping surface since it was worn. The instruction manual of the device has already warned as follows; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During an salpingo-oophorectomy, white powders appeared from the subject device. White powders were suctioned after intraperitoneal irrigation. The intended procedure was completed. On (B)(6) 2017, olympus medical systems corp. (Omsc) found that the ptfe pad of the subject device was worn. From the above, omsc assumed that white powders were the part of the ptfe pad of the subject device. No patient injury was reported.